Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact-person-mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) replaced drive manifold and resolved the issue. Unit returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) (B)(4). The failure analysis and testing dept. Received part drive manifold with a reported unit failure of low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number drive manifold serial number kip into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual part number. The fat verified the failure of a low vacuum alarm. The drive manifold failed the k6, k6a, k7, k8 leak test. Sending to the supplier for failure analysis per procedure number. Failure analysis received from the supplier for the part. Please see attachment. They stated the part has a leak on k6. Root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no harm reported.